Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a temperature alarm during basal delivery while wearing pump on the waist. Reportedly, the surrounding temperature was not abnormally hot or cold. Customer was able to clear the alarm successfully. There was no impact to customer's blood glucose level.